Manufacturer narrative:
Device lot number corrected from 0019563740 to 19603436. Manufactured date corrected from 08/08/2016 to 08/17/2016. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with a batch number 19603436. The outer shaft, inner shaft, balloon and tip were microscopically examined. There were multiple hypotube kinks. The distal shaft was separated 111cm from the hub. The distal end of the device (i.e. Tip, balloon and remainder of shaft) was not returned for analysis. The fractured end looked stretched prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 90% stenosed target lesion was located in a coronary artery. After placement of a non-bsc guide wire, a non-bsc balloon catheter was advanced for dilation, but the balloon catheter became stuck with the guide wire. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to inflate and remove the stuck devices. However, the quantum¿ maverick¿ balloon catheter was also stuck with the devices. The physician then took unspecified actions to remove all the devices and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Complainant name:(B)(6). (B)(4).

Event description:
It was reported that catheter withdrawal difficulties were encountered. The 90% stenosed target lesion was located in a coronary artery. After placement of a non-bsc guide wire, a non-bsc balloon catheter was advanced for dilation, but the balloon catheter became stuck with the guide wire. A 3.0mm x 8mm quantum¿ maverick¿ balloon catheter was advanced to inflate and remove the stuck devices. However, the quantum¿ maverick¿ balloon catheter was also stuck with the devices. The physician then took unspecified actions to remove all the devices and the procedure was completed using a different device. No patient complications were reported and the patient's status was stable.